Event description:
On (B)(6), 2013, the physician reported that the patient was experiencing an increase in seizures. The physician reported that the vns device was previously showing the ifi (intensified follow-up indicator) = yes warning; however, it could not be confirmed if the device had since changed to another warning flag. Attempts are underway for additional information; however, no additional information has been provided.

Manufacturer narrative:
Adverse event or product problem, corrected data: previously submitted MDR indicated that the event was a product problem; however, additional information shows that the event was an adverse event. Outcomes, corrected data: previously submitted MDR indicated that the event was a product problem; however, additional information shows that the event was an adverse event and that interventions were taken. Type of reportable event, corrected data: previously submitted MDR indicated that the event was a product problem; however, additional information shows that the event was an adverse event.

Event description:
On (B)(6) 2013, the physician reported that the increase in seizures began in 2013. It was noted that the battery life was ending. The relationship of the increase in seizures to vns was a coincidence. The patient underwent a corpus colostomy. The patient¿s seizure frequency improved. The patient has refractory epilepsy.

Event description:
The generator has since been explanted. The explanted device has not been received by the manufacturer to-date.

Manufacturer narrative:
Corrected data: the explant date was inadvertently not provided as ¿ni¿.